Event description:
It was reported that the patient had a pocket revision due to a hematoma. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information: patient initials updated, device model/serial numbers, and device implant date. It was reported that the patient had a pocket revision due to a hematoma. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
This supplemental report is being filed to provide additional information: patient initials updated, device model/serial numbers, and device implant date.

Manufacturer narrative:
This supplemental report is being filed to provide additional information: patient initials updated, device model/serial numbers, and device implant date.

Event description:
This supplemental report is being filed to provide additional information that this product was capped and abandoned due to infection. No additional adverse effects were reported. It was reported that the patient had a pocket revision due to a hematoma. There were no additional adverse patient effects. The system remains implanted.